Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was observed on the pcb assembly, middle battery, linkage assembly, and mechanism rails. Due to the corrosion, a leak test was performed and a tear was found on the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. This internal leak prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 15 mmol/l (>270 mg/dl). The pod was worn on the patient's leg for between 24 and 36 hours. As treatment, a new pod was applied.